Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a total vaginal hysterectomy, uterosacral suspension, anterior colporrhaphy, posterior colporrhaphy, midurethral sling, and cystoscopy procedures performed on (B)(6) 2013 to treat a patient with a preoperative diagnosis of uterovaginal prolapse and stress urinary incontinence. Post operatively, the patient was additionally diagnosed to have a right mons hyperpigmented lesion. The patient was taken to the recovery room in stable condition and there were no patient complications reported at the conclusion of the procedure. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, initial procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) hospital. Patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.